Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that the customer received a power source alert. Reportedly, the customer was able to successfully charge the pump using an alternate usb cable. Customer's blood glucose level ranged from 105 mg/dl to 140 mg/dl.